Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r reported event. X-ray review: post-op x-rays for l3- s1 combined anterior posterior fusion show interbody grafts at l3-4, l4-5, l5-s1 with posterior instrumentation at l3, l4, s1. There is a paucity of graft in the interbody spaces. The hardware at s1 appears undersized and there is an exaggerated lumbar lordosis on the rod contour. It appears both of the set screws at s1 have failed. Therefore implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: degenerative disc disease (ddd) at l3-s1 procedure used: percutaneous pedicle screw placement ( l3, l4, s1) it was reported that on (B)(6) 2018, post-op, implanted set screws failed and became loose inside the patient. A revision was scheduled for replacement and removal of the the loose set screws. Patient suffered with back pain with activity as a result of the event.